Manufacturer narrative:
Upon completion of the investigation it was noted that the customer¿s complaint of "perforator did not stop (disengagement failure)" was not verified. This perforator met the test method acceptance requirements; proper engagement and disengagement were achieved with every drill hole and there was no erratic and poor cutting action. The device history records for the perforator was reviewed and all test and inspections associated with the assembly process met specification requirements. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Perforator did not stop when the cranial bone was drilled through. Injury of the dura which had to be closed afterwards. Surgery delayed by 30 minutes. According to affiliate, this is the 2nd complaint from this facility; the first is complaint (B)(4).